Event description:
Customer reported the 9800 c-arm displayed a filament error during a procedure. The system was removed and the procedure was completed with an alternate c-arm. No pt injuries have occurred.

Manufacturer narrative:
The service rep cleaned and regreased candlesticks. Performed filament calibration per maintenance manual procedure using utility suite. Verified proper operation of system with no arcs or errors. Remove and replaced cross-arm brake handle. System performs as intended.